Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6) hospital. Nurse called for assistance with a gas loss alarm on a cardiosave during use. She reported that the alarm had gone off several times in a row and he was inquiring about what to do if it went off again. She did not utilize the help screen or the iab fill key but had restarted therapy. Esp team had her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Esp team explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by an unknown reason. Complaint information obtained. Esp team encouraged (B)(6) to call me should the alarm go off several times in an hour so that we could troubleshoot together. (B)(6) also asked about serosanguineous fluid in the statgard sleeve. It had been present her entire shift and was not worsening. Esp team explained how the fluid could get there and encouraged her to notify the provider if it gets worse. She was appreciative of the support.